Manufacturer narrative:
(B)(4) - incomplete the expiration date is currently unavailable. Associated mw [mr# 1221934-2017-50016].

Event description:
Could not detach. The screw and pod combined, and the pod can't be pulled out normally from the screw. The devices were retrieved from the patient. Changed other devices to complete. There is no report on patient¿s injury.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device is received and evaluated. Visual observation of the returned devices reveals dents and damage on the distal end of the anchor, the anchor for this device was not cracked, but the threads and the distal tip were distressed. The sutures of this device were unfolded and removed from the suture card. From the visual inspection, it can be confirmed that the anchor has been used. The complaint is confirmed. Anchor not releasing from its inserter can typically associated with off-axis insertion, levering during insertion or using incorrect instrumentation for preparing bone hole. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. A root cause for the user to have experienced this issue cannot be determined. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-50016.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device is received and evaluated. Visual observation of the returned device reveals dents and damage on the distal end of the anchor. The anchor for this device was not cracked, but the threads and the distal tip were distressed. The sutures of this device were unfolded and removed from the suture card. No information was provided regarding the bone quality of the patient. From the visual inspection, it can be confirmed that the device was used. Further anchor inserter dimensions at the tip were measured at three locations and were found within the specification. The complaint cannot be confirmed. The device was further evaluated along with npd quality manager and the possible root cause suggested are either the customer not releasing the suture from the paperboard in the handle or the customer¿s suture tails were tangled proximal to the handle opening, thus causing a mass which could not pass through the handle opening for driver removal. Anchor not releasing from its inserter can also associate with off-axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch record review has been conducted and the results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. A root cause for the user to have experienced this issue cannot be determined. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch:1221934-2017-50016.